Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that per core lab image read on (B)(6) 2021 dsa, it was reported that wall apposition not met, the proximal fd is not completely adherent to the wall, same results were note in the 6 month follow up imaging visit dated on (B)(6) 2021. The patient was being treated for an unruptured saccular aneurysm in the right posterior communicating ica-c7. The max aneurysm was 6.3 mm and the neck diameter was 5.2 mm. The distal landing zone was 4.3 mm and the proximal landing zone was 3.9 mm. Angiographic result post procedure: wall apposition met, neck coverage achieved, class iii: residual aneurysm. Dual antiplatelet treatment was administered. Pru level was adp 30. It was indicated the devices were prepared according to the instructions for use (IFU). Site was queried to provide physician response and if there was any issue with the device. Additional information received dsa imaging on (B)(6) 2021 confirmed that perfect wall apposition was not achieved in the proximal part of the flow diverter. This was not due to a device deficiency. Additional information received reported vantage fish mouthing (inward crimping of either end of the device) at the 6 month follow-up dsa imaging performed on (B)(6) 2021. Additional information received reported site reported aneurysm non-occlusion at the 2-year follow-up dyna CT imaging performed on (B)(6) 2023. No associated symptoms/adverse events or treatment/ retreatment reported by site. Additional information received reported that per review, dsa imaging on (B)(6) 2021 showed potential pipeline braid collapse of the distal end at the internal carotid artery. The location of the aneurysm in vessel was the bifurcation branch. Aneurysm dimensions: maximum diameter 6.1 mm, dome height 6 mm, dome width 4 mm, neck size 4 mm. Parent artery diameter distal to aneurysm was 2.9 mm. Parent artery diameter proximal to aneurysm was 3.8 mm. No stasis was noted at the end of the procedure. Complete neck coverage was noted at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class 3. The study device was successfully implanted in the subject. Wall apposition was achieved. Side branches were covered by the pipeline device (arteria ophthalmica, arteria communicans posterior). Additional information received reported that the site has not confirmed relationship between the pipeline braid collapse and the reported adverse event. The cause of the event was not determined. Wall apposition was achieved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the site has not confirmed relationship between the pipeline braid collapse and the reported adverse event, visual disturbance, see pe 704398871 for additional information. The cause of the event was not determined. Wall apposition was achieved.